Event description:
It was reported, the pt was experiencing autoreducing on a few programs. Follow-up revealed the pt was not receiving adequate coverage. It was also reported high impedance was found on one contact. Troubleshooting attempts to provide resolution were unsuccessful. Fluoroscopic images revealed no anomalies. Regardless, the lead was assumed to be fractured. As a result, the lead was explanted and replaced. The replacement product resolved the pt's issue(s).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.